Event description:
On (B)(6) 2022, a perceval sutureless valve pvs23/m was implanted. Perioperatively when the patient was weaned from the cp pump, the surgeon determined the valve had a severe central leak. The surgeon rearrested the heart and replaced the pvs valve size with another prosthesis during the same day. The surgeon did not feel the perceval valve was undersized. The removal of the perceval and implantation of the replacement valve resulted in fifty additional minutes of bypass time. There was no reports of any patient sequelae.